Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 508 mg/dl. Customer was wearing the pump at the time of emergency room visit. Customer declined to troubleshoot for high blood glucose levels. Product is being returned and replaced.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Insulin pump had a small cracked on the reservoir tube lip.